Event description:
Consumer called to report continuing problems with erratic readings on their meter. Analysis run on clark error grid using mean avg. Reading (69) vs. Bd readings (47, 91) yielded data points in the d range of the grid, outside acceptable limits.